Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a revision procedure due to femur fracture. A competitor distal femoral plate was implanted; no products were removed. No additional patient consequences were reported.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Concomitant medical products: kne-vanguard-femorals-unk; p/n: unk, l/n: unk, kne-vanguard-bearings-unkp/n: unk, l/n: unk, kne-vanguard-tibial trays-unk; p/n: unk, l/n: unk, kne-vanguard-patella-unk; p/n: unk, l/n: unk. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient is being considered for a femoral revision procedure due to unknown reasons. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Updated: a5, b4, b5, g4, g7 additional: h1, h2, h3, h6, h10 reported event was not confirmed by review of x-rays. X-rays were provided and reviewed by a healthcare professional. Review found possible lateral femoral condyle periprosthetic fracture and possible loosening of the patella component. Poly liner is possibly present within the suprapatellar bursa, suggesting implant disassembly. Bone quality is mild osteopenia and overall fit and alignment of the implants are appropriate. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.